Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 200cc (left) and an unspecified mentor saline implant (right) and experienced capsular contracture, baker grade 3 on the left side and a deflation on the right side post-operatively. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the right side device.